Manufacturer narrative:
The qfi report was reviewed to obtain the sales and similar complaint info. Deroyal has sold (B)(4) cases of the finished good from 2012 to 2014. There have been no previous reports of this nature for the finished good. The sample was received and evaluated by the qc complaint specialist. The wrap was visible within the seal area of the product which could have been a contributing factor to the report. It has been requested that the vendor identify if the wrap is present on the device during the gamma process. A scar has been issued to (B)(4).

Event description:
It was reported that the towel wrap was damaged. The rn noted inner blue packing appeared to be torn in several locations inside sterile outer packaging. There was no report of injury, but the product damage was noticed by the rn when product was still inside the sterile packaging.